Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6): during trialing, femoral component was found to not fit properly. Femur was manually prepped to the next size up, and then implanted. Case type:(B)(4). Resolution: checked system and found nothing wrong. Arm accuracy along with camera accuracy checks performed without any issues. Performed full preventive maintenance. System is fully operational and ready for clinical use.

Event description:
(B)(4): during trialing, femoral component was found to not fit properly. Femur was manually prepped to the next size up, and then implanted. Case type: pka =15 minutes. Resolution: checked system and found nothing wrong. Arm accuracy along with camera accuracy checks performed without any issues. Performed full preventive maintenance. System is fully operational and ready for clinical use.

Manufacturer narrative:
Reported event: an event regarding trial not fitting involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 345 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding femoral trial not fitting. There were 4 other reported events (B)(4). Conclusion: this system was functioning within its specifications pre-operatively as evidenced by pre-surgery checks. The robotic arm accuracy was compromised by a base array motion intraoperatively.